Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/+3.0/093 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to lens. (B)(4).